Manufacturer narrative:
The investigation determined that potentially erroneous assay test results associated with the condition code te1-594 were obtained from patient samples processed using a vitros 5600 integrated system. A possible cause of the event could have been the incorrect positioning of the sample metering proboscis on a vitros 5600 system that was not detected, causing potentially erroneous results to be obtained for a patient sample. Due to a hardware reliability issue (i.e. X-drive assembly coupling used for sample metering assembly) and its associated adjustment, the sample metering proboscis may not dispense sample fluid in the correct location. When this condition occurs, vitros 5600 analyzer codes te1-504 and te1-594 are produced by the vitros 5600, however, the vitros 5600 analyzer¿s sample dispense pressure profile does not detect the malfunction. Hence, believable, erroneous results are reported by the vitros 5600 analyzer. It is possible the sample metering proboscis was not in the correct position when dispensing sample onto a microslide leading to erroneous results. The customer did not repeat the samples. Therefore, it is unknown if the initial reported results were accurate. The te1-594 condition code may have been due to the mis-positioning of the sample metering (x-axis) leading to sample being dispensed on an unintended surface. Because the customer did not reprocess the samples to compare the results with the initial results, the malfunction could not be ruled out. A field engineer performed service actions which included the inspection of the microslide metering x drive belt, the pinions/belt and theta movement, and re-tensioned the belts and performed all associated metering adjustments multiple times to ensure repeatability. The tip locator cam and leaf springs were also replaced with all associated adjustments. There have been no further te1-504 or te1-594 condition codes since the completion of service actions. In addition, the customer installed software version 3.3.2 on 30 january 2019 which is designed to suppress all results associated with te1-504 and te1-594 condition codes. The FDA new york district office was notified of this issue on 17 august 2018. Refer to report number (B)(4).

Event description:
A customer reported obtaining the condition codes te1-594 (motion control command to primary tip seal ¿ z move issue) and te1-504 (motion control init command home ¿ z move issue) on a vitros 5600 integrated system. The te1-594 or te1-504 condition codes could indicate the sample metering proboscis was not in the correct position when dispensing sample onto a microslide leading to erroneous results. A later review of the system¿s econnectivity from 22 january to 5 february 2019 identified the following occurrences of the te1-594 code which were associated with a record ID or a sample ID in which the results were not suppressed. There were two events in which a te1-594 condition code was associated with results which were not suppressed. Event 1 on(B)(6) 2019. (B)(6). Repeat ca test which was also associated with the te1-594 condition code: 1.32 mg/dl <sr. Event 2 on (B)(6) 2019. (B)(6). The initial assay results for both samples were reported outside of the laboratory. The results were not questioned by a physician. Ortho has not been made aware of any allegation of patient harm due to the event. This report corresponds to ortho clinical diagnostics complaint (B)(4).